Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 278151 on panther instrument sn (B)(4) which had 2 discrepant samples. Both samples initially tested negative with elevated rlus, then retested positive on the panther the next day.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware issues. Ts noted it was possible that the samples were near the limit of detection, and the assay was able to capture the target in the retested samples. Customer understood and reported no further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.